Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic due to experiencing phrenic nerve stimulation while lying on their side. The device was reprogrammed to resolve the event and the patient is in stable condition.